Manufacturer narrative:
Model number: 72400025; lot number: 305225010; model description: balloon fgs 71-80 cm. Model number: 72400098; lot number: ew696028; model description: control pump fgs.

Event description:
It was reported that the artificial urinary sphincter device was removed august 2018 due to urethral erosion. A new aus device was implanted on (B)(6) 2019. The new pressure regulating balloon was placed on the right and filled with 25cc nacl. There were no further complications. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.